Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(6).

Event description:
After a percutaneous coronary intervention (pci), it was reported that the 6f 11cm brite tip sheath introducer was taken from its sterile pouch to use with an exoseal vcd, however, it was deformed and a part of the tip was frayed toward the outside. Therefore, the sheath was changed to another new brite tip sheath to successfully complete the procedure. There was no report of patient injury. The product was not clinically used and it will not be returned for analysis. The patient's information was unknown. The target lesion was the distal right coronary artery (rca). The lesion was not tortuous. The rate of stenosis was 90%. After the pci, the new brite tip sheath was taken out from its sterile pouch for using an exoseal.

Manufacturer narrative:
Additional information received indicated that a part of the tip was frayed toward the outside. It is unknown if there was any other damage noted to the sheath introducer. The device was stored and handled according to the IFU. There was no damage noted to the product packaging upon inspection prior to use. The integrity of the inner sterile pouch was not compromised in any way. There was no reported difficulty removing the product from the packaging. It is unknown if any excessive force was applied at any time. The product was inspected prior to use and appeared to be normal. After a percutaneous coronary intervention (pci) of the distal right coronary artery (rca), it was reported that the 6f 11cm brite tip sheath introducer was taken from its sterile pouch to use with an exoseal vcd, however, it was deformed and a part of the tip was frayed toward the outside. Therefore, the sheath was changed to another new brite tip sheath to successfully complete the procedure. There was no report of patient injury. The product was not clinically used and it will not be returned for analysis. The patient¿s information was unknown. The lesion was not tortuous. The rate of stenosis was 90%. After the pci, the new brite tip sheath was taken out from its sterile pouch for use with an exoseal device. The device was stored and handled according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The integrity of the inner sterile pouch was not compromised in any way. There was no reported difficulty removing the product from the packaging. Additional information received indicated that a part of the tip was frayed toward the outside. It is unknown if there was any other damage noted to the sheath introducer. It is unknown if any excessive force was applied at any time. The product was not returned for analysis. Review of lot 17268556 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, this might have been caused during shipping, storage, or handling of the returned unit. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.